Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to printed circuit board. Unit was received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had serious pump error. The note reads no further details given. Insulin pump will be returning for analysis.